Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. The customer states did a correction and pump alarmed motor error was able to complete pump rewind. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted with performing a displacement test and test passed. The customer was advised to monitor the pump and to call back if problems persist. The insulin pump will not be returned for analysis.